Manufacturer narrative:
The suspected faulty parts were received at getinge's national repair center (nrc). Upon receipt of additional information, a supplemental report will be submitted.

Event description:
N/a.

Event description:
It was reported that during pre-delivery inspection performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the fill manifold test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The contact details of the initial reporter in block e1 were not provided; however, an additional contact name was provided with the details as follows: name, telephone number: (B)(6), email address: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6, h10. The helium fill manifold assembly was returned for failure analysis. The failure analysis and testing (fat) department received a helium reservoir assembly, with a report that the helium reservoir assembly failed all manifold test. Performed visual inspection of the helium reservoir assembly per the cardiosave service manual and found no visual damage and the part looked to be in good condition. Installed the helium reservoir assembly into fat iabp cardiosave test fixture for testing of the reported problem. Performed and tested the helium reservoir assembly in accordance with procedure and the cardiosave service manual. Performed all manifold test/leak test in an attempt to recreate the reported problem. The tests did trigger the reported problem of the helium reservoir assembly failed all manifold test. The fat was able to verify the failure experienced by the customer. It looks like the fill valve failed the differential pressure and was leaking from the valve.

Manufacturer narrative:
Testing of actual/suspected device: the getinge field service engineer (fse) resolved the issue by replacing the helium fill manifold assembly. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then delivered and released to the customer, and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The replacement of the high pressure helium regulator assembly related to this event has been reported under medwatch report # 2249723-2021-01007.

Manufacturer narrative:
Additional information has been requested, and a supplemental report will be submitted if additional information is provided. (B)(6).

Event description:
It was reported that during pre-delivery inspection, the cardiosave intra-aortic balloon pump (iabp) failed the fill manifold test. There was no patient involvement, and no adverse event reported.